Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: the pump's black box showed one pump reboot event on (B)(6) 2016. The battery compartment was cracked below the grip pad. The battery cap was undamaged and able to fit securely. The battery cap was fastened and then unscrewed and half turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/14/2016, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.